Event description:
The customer reported that he obtained a blood glucose reading of 91 mg/dl on a contour next one meter. The customer was experiencing symptoms of hypoglycemia such as confusion, dizziness, sweating, and headache. The customer performed a repeat testing on a different meter and obtained a reading of 49 mg/dl. The customer took extra sugar to stabilize his glucose levels. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the contour next one meter. The test strips were not returned. The returned meter was tested with in-house contour next test strips from lot # 8kpef02a, which gave satisfactory performance.